Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225r, serial/lot #: unknown h3) a manufacturer representative (rep) went to the site to test the imaging system. The stand alone board had no output so the system was not booting. The stand alone board was replaced and the system performed as intended. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was giving x-ray disabled. The site tried a couple of reboots with no change. There was no patient involvement.

Manufacturer narrative:
H3, h6) the product ID: bi71000225r, lot number: s1840ulr rev. R, was returned to the manufacturer for analysis. In summary, no faults were found. The standalone printed circuit board (pcb) passed visual inspection and bench testing. All light emitting diodes (leds) were functioning as normal and fans were operating correctly. The standalone pcb was installed into a test imaging system and the system booted and readied on each power up cycle. Multiple two-dimensional (2d) and three dimensional (3d) images were acquired without any issues while under test. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.